Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire distal tip was noted to be slightly kinked/shaped. Torquer collet was inspected, no damage was noted (some poly tetra fluoro ethylene (ptfe) flaking was present). The core wire distal end was observed through the distal tip dome. The ptfe was seen to be damaged 30 cm from the proximal end. As a part of functional inspection, the guidewire was advanced through a flushed demonstration microcatheter without difficulties. A torque device was attached to the guidewire and guidewire was rotated without difficulties. The reported events ¿guidewire torque problem and guidewire friction¿ could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, while manipulating the proximal end of the guidewire, the physician rotated it both clockwise and counterclockwise, but there was no noticeable response at the distal end, and the tip of the guidewire failed to rotate and advance as directed by the physician's maneuvers. The patient¿s anatomy was moderately tortuous. During analysis the guidewire was noted to be kinked towards the distal tip. A demo torque device was used to manipulate the defect but could not be confirmed. It is probable due to the patient anatomy or stenosis and slight defect at the distal tip contributed to torquing the device. Based on review of all available information an assignable cause of procedural factors will be assigned to the reported event of ¿guidewire torque problem and guidewire friction¿ as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the analyzed events of ¿guidewire distal end/tip kinked/bent and guidewire ptfe coating peeling¿ as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use

Event description:
The guidewire (subject device) was used in the medical procedure and was reported for difficulty in maneuvering and advancing as per the physician inputs. However, when the subject device was returned for analysis, it was noticed that the distal end of the subject device was kinked and the poly tetra fluoro ethylene coating over the guidewire was peeling. The subject device was reported to be replaced, and the procedure was reported to be completed without any clinical consequences to the patient.